Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, outside of a procedure, the imaging system would initially not drive, then suddenly, start to drive. There was no patient present when this issue was identified.